Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a low readings issue with the adc sensor. Due to delivery delay, the customer was unable to test and received unspecified treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.